Manufacturer narrative:
Device evaluation: the device was returned for evaluation. An attempt was made to inflate the balloon; however, two pinholes were found in the distal part of the balloon. (B)(4). Evaluation, results: related to operational context (patient morphology may have impacted on event). Conclusion: operational context caused or contributed to the event (patient morphology may have impacted on event).

Event description:
The physician reported that the amphirion deep device burst during the procedure at 13 bar. No injury reported to the patient. The device had been inspected and negative prep carried out prior to use with no abnormalities noted. The balloon burst on the 1st inflation. It was being used for pre-dilation purposes. No clinical sequelae were reported.